Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving and unknown drug via an implantable pump. The patient had a pump pocket infection that had happened gradually in (B)(6) 2016, it was unknown as to whether the infection was confirmed. The system was partially explanted, the pump was taken out of the pump pocket but was still connected to the catheter to deliver therapy. They were managing the pocket infection during this time and patient outcome was reported as treatment ongoing.